Event description:
The site reports that the ra600 is not burning the correct presentation state. There was no reported patient injury associated with this event.

Manufacturer narrative:
Investigation could not reproduce the issue in the lab with the same set-up as at the customer site. (B)(4).